Event description:
It was reported the device exhibited error code '46876 source'. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal and a cracked battery compartment. Functional testing was able to duplicate the issue. It was determined that the root cause was due to a software issue. The error was cleared, and the software was redownloaded. The service history review had no indication that the complaint was related to a service of the device within the review period.